Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 1000 mg/dl with high ketones that were identified as life threatening by a healthcare provider. The customer was treated in the intravenously with fluids of saline and insulin in the ICU. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.